Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted that the hernia sac as well as the vas deferens was stuck to the previously placed mesh and dissection was extremely difficult¿. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/16/2024. D4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 2/10/2025. H6: appropriate term / code not available (e2402) utilized to capture deformation, and mesh shrinkage. Additional b5 narrative: it was reported that the patient underwent repair of right inguinal hernia on (B)(6)2022 during which the surgeon note recurrent inguinal hernia with extensive scar tissue, previous inguinal hernia mesh noted stuck to the vas deferens. It was reported that the patient underwent excision of right inguinal mesh on (B)(6)2023 during which the surgeon noted scarring in the right inguinal region from previous hernia, mesh scarred into cord contents in the floor of the inguinal canal. It was reported that the patient experienced pain, constipation, unable to perform heavy lifting, hernia recurrence, discomfort, depression, limited mobility, adhesion, mesh migration, deformation, mesh shrinkage, excessive scarification, failure to incorporate and chronic inflammation. (B)(4) submitted for adverse event which occurred on (B)(6)2022. (B)(4) submitted for adverse event which occurred on (B)(6)2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/05/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.